Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52-80 mg/dl due to the pump's basal rates being incorrect. Customer consumed candy and orange juice to address the low bg. Tandem technical support advised the customer to consult with a healthcare provider regarding all settings adjustments.